Manufacturer narrative:
Additional information received: the patient on hold. The patient refused open surgery. The patient denies any injuries or manual procedures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: four still images and 3 film images were retuned for analysis. A transverse ultrasound image of a carotid stent. A longitudinal ultrasound image of a fractured carotid stent. A cine image shows a fractured stent in the left carotid. Imaging of the left external carotid artery before and after stenting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the protege rx stent was broken inside the carotid artery approximately a year after implantation. Physician reported that there were no problems during the stenting procedure. The procedure initially ended successfully with a successful angiography result, but the breakage was discovered later. Little vessel tortuosity was reported. Embolic protection was used during the procedure with the spider fx device. The patient denies injuries. No patient complications have been reported as a result of this event.